Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the implant was placed in ada site 8 in the mouth, primary stability was not achieved. Clinician reports patient had poor bone quality/quality. The site was grafted after the failed insertion. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the implant was placed in ada site 8 in the mouth, primary stability was not achieved. Clinician reports patient had poor bone quality/quality.the site was grafted after the failed insertion.the product will be forwarded to the manufacturer for investigation. There were no reported patient complications.